Event description:
It was reported by the customer's mother that their insulin pump's display was blank. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 278 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. No display anomaly noted when buttons were pressed. The icons did not disappear during testing. The time advanced properly during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.